Event description:
It was reported that a pt underwent a sling procedure and an anterior colporrhaphy in 2006. Fresh blood was found in the urine in 2008, and there was a two or three millimeter vesical stone inside of the bladder in 2008. The vesical stone extraction was transurethrally performed, and it was removed with forceps under cystoscopic control at about seven weeks later. At that time, it was found that about two to three millimeters of product was transurethrally exposed inside of the bladder. The pt left the hospital about two days later in stable condition. The surgeon opines that the product was exposed and the vesical stone appeared inside of the bladder due to the needle having punctured the bladder wall. The surgeon has not made a decision regarding further surgery at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.